Manufacturer narrative:
The 4fc12 sheath with lot number 0010546755 was returned and analyzed. Visual inspection of the sheath identified a shaft kink/twist at approximately 4.2 inches from the tip. In conclusion, the sheath failed the returned product inspection due to a shaft kink/twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.